Event description:
It was reported that the patient¿s tremors had returned. The patient had the device on the left side implanted a couple of weeks ago, which settings were 3v, 90pw, 160 rate, and contacts c+ and 1-. The 0 contact was high on impedances. Impedances were as follows: c-0 = 5497 ohms, c-1 = 1041 ohms, c-2 = 1753 ohms, c-3 = 2899 ohms, 0-1 = 5914 ohms, 0-2 = 6923 ohms, 0-3 = 8517 ohms, 1-2 = 21-3 ohms, 1-3 = 3619 ohms, and 2-3 = 3859 ohms. The physician was going to try to reprogram to get tremor to go away. Manufacturer representative indicated moving towards the 0 contract would have better results than towards contacts 2 or 3. Subsequent information received reported that the physician changed the contact configuration to case +/0- and also increased the pulse width and rate. The cause was determined to be because of the patient's surgery and initial programming a few weeks prior to the appointment, the physician felt the tremor could have returned because of the swelling in the patient's brain went down. There were no interventions planned or taken. The patient was doing great and was receiving benefit from this therapy.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).